Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a normal generator change out procedure. The electrical function of the lead was normal and no anomalies were detected. The asymptomatic patient will continue to be monitored with routine follow-ups by the physician.

Event description:
New information states that the lead was explanted on an unknown date.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, only the connector portion of the lead was returned in one piece measuring 24.4 cm. External abrasion breaching the rv cable lumen was noted at 12.2 cm to 12.5 cm and at 13.6 cm to 13.8 cm from the connector pin and breaching the svc cable lumen was noted at 14.5 cm to 14.7 cm and 16.8 cm to 17.0 cm from the connector pin, consistent with friction to the device can. The etfe coating was undamaged.